Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2018-01197, 2134265-2018-01199 and 2134265-2018-01211. It was reported that balloon rupture occurred. Four balloons were used for dilatation, a 18-6/5.8/75, a 18-4/5.8/75, a 16-4/5.8/75 and a 18-4/5.8/75mm xxl¿ esophageal balloon catheters. However, all the four balloons ruptured during inflation. It was also noted that when one of the balloon ruptured, it had caused harm to the vein. Another wallstent was then used in the damaged vein and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID:2134265-2018-01197, 2134265-2018-01199 and 2134265-2018-01211. It was reported that balloon rupture occurred. Four balloons were used for dilatation, a 18-6/5.8/75, a 18-4/5.8/75, a 16-4/5.8/75 and a 18-4/5.8/75mm xxl¿ esophageal balloon catheters. However, all the four balloons ruptured during inflation. It was also noted that when one of the balloon ruptured, it had caused harm to the vein. Another wallstent was then used in the damaged vein and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).